Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging that when he pushes the strip into the top it pressed in too easy and issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k073231.